Event description:
The customer reported the probe dripped liquid outside the unit involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue. The customer turned the unit off, cleaned buildup around the probe wipe area, and disinfected the probe vacuum with household bleach. The unit was returned to normal operation. The customer has an exposure control/risk management plan at the facility. (B)(4).